Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) internal helium leak found. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. The getinge service territory manager (stm) evaluated the unit for the reported malfunction. The stm checked for a helium leak, checked the tank seal, all host fittings and connections in the cart, which all checked ok. The stm then disassembled the unit and checked all host fittings and connections which were all tight. Upon further check the stm found the helium regulator on the fill manifold leaking. The stm then installed a new helium regulator and reassembled the unit. The stm ran the unit through a helium leak test, which passed per factory specifications, and performed complete functionality and electrical safety tests, which passed. The unit was cleared for customer use.

Event description:
N/a.